Event description:
It was reported that balloon tear and balloon detachment occurred. The target lesion was located in an unspecified vessel of the left forearm. The unspecified size gladiator balloon catheter was selected to dilate the lesion. The balloon was inflated three times at 16 atmospheres for 30 seconds. During the third inflation, circumferential balloon tear occurred and the balloon detached. Attempts to retrieve the detached portion with a snare and fogarty catheter were unsuccessful. The detached portion was able to be retrieved with hemostats. No patient complications were reported and the patient's status was good and stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).